Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. It was reported on (B)(6) 2018 that the patient was treated with IV vancomycin 2000 mg IV x1, cefazolin 2 g IV every 8 hours for 16 days. The patient remains ongoing on the left ventricular assist system (lvas) and no further events have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced recurrent infection was reported under medwatch MFR report # 2916596-2018-00406 and medwatch MFR report # 2916596-2018-00407. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient had fever, malaise, and sepsis. Initial blood cultures were positive for (B)(6). The patient exhibited systemic inflammatory response syndrome (sirs). White blood cell count (wbc) was 10.76 x 10^9 l and temperature was 99.5 f. The patient was treated with IV antibiotics followed by oral suppressive therapy. It was reported on (B)(6) 2018 that the patient was home and asymptomatic. The event was reported as ongoing, as the patient had a history of chronic driveline infection.